Event description:
On 10/17/97, the account reported a false positive bhcg result of 132.91 miu/ml on a pt, and surgery was cancelled because of the result. The sample was retested on 10/20/97 and results of <5miu/ml were obtained from the original tube and the aliquot tube. No further pt info provided. No report of injury. On 10/15/97, the account received 6003 error message for improper lamp intensity, meia. The 6003 error message was also received on 10/17/97. According to an initial investigation by a technical service specialist (tss) on 10/17/97, the lamp had been changed and the cables reseated. No errors were found when meia diagnostics were performed. However, the tss did find that the matrix cell feeder assay mounting screw was loose.